Manufacturer narrative:
Testing was performed at (B)(6). On retained kit lot 211656 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 211656, test base part number 195-430h/ lot: 208044. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. H3 other text : single use, device discarded.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Initial testing was performed using an unknown brand of rapid antigen test on (B)(6) 2023 which produced a positive result. No pcr was reported to have been performed. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Initial testing was performed using an unknown brand of rapid antigen test on (B)(6) 2023 which produced a positive result. No pcr was reported to have been performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use, device discarded.